Event description:
It was reported that during a lap robotic assisted right colon resection open partial transverse colon colon cancer, the third firing of the tlc75 blew while making the anastomosis. The stapler would not fully complete firing. Leaving five rows of staples disengaged. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 2/5/2024. D4 batch # unk. Photo analysis: the photos show several reloads some blue reloads can be seen fully fired, some green reloads unfired unlocked and one blue reload can be seen partially fired and this condition is caused due to incomplete fired. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.